Event description:
On (B)(6) 2012 the patient came to the hospital with pain and was not able to walk. The nail was found to be broken at the hole of lagscrew. A gap was recognized by the and there is suspected of nonunion. On (B)(6) 2012 the patient was revised with another nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.